Event description:
It was reported that a cartridge alarm occurred during the pumping process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms with the current pump and decided to replace it. The customer was informed that a replacement pump with updated software would be sent, and instructions for handling the pump return were provided. The customer was advised to put the pump into storage mode before returning it and acknowledged these instructions.